Event description:
A nurse reported that during cataract surgery, the system shut down. They were able to reboot and complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).